Event description:
On (B)(6) 2017, a perceval valve pvs25 valve was implanted for a single avr. The patient suffered from severe stenosis degeneration of an aortic bioprosthesis, after 4 years of implantation it resulted in acute pulmonary edema. The patient's transvalvular gradients rapidly increased from 19 mmhg in february to 106 mmhg in june. Based on this information the surgeon decided that a valve-in-valve tavi was necessary and it was performed on (B)(6) 2021. The post or gradients was 5mmhg and the patient's bmi is 40.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation is possible at this time. The manufacturer attempted to retrieve additional information, but none was provided. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified in the perceval valve in question. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Tavi procedure was performed.

Event description:
On (B)(6) 2016, a perceval valve pvs25 valve was implanted. The patient suffered from severe stenosis degeneration of an aortic bioprosthesis, after 4 years of implantation it resulted in acute pulmonary edema. The patient's transvalvular gradients rapidly increased from 19 mmhg in (B)(6) to 106 mmhg in (B)(6). Based on this information the surgeon decided that a valve-in-valve tavi was necessary and it was performed on (B)(6) 2021. No further information has been provided yet.